Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that about a few weeks they started noticing that their recharger was not working any longer. Patient stated they went in for an appointment with the mdt rep, last wednesday and they tried using the rep's recharging antenna and it jumped right up and went charging right away. Patient added that their recharger, they can't even get the numbers to go from 0 to 100 when trying to charge their implant. Patient stated they would reset the controller, the screen will show looking for device then, no device found. During the call while agent was trying to check for physical damage on the recharger the patient also did a reset on the controller. Patient confirmed no visible damage to the recharger and wiped the plug with soft fabric and blew air on the controller port. Patient attempted to connect to the implant to charge and reported seeing no device found and tapped recharge then patient entered passive recharge mode but reported seeing all three 0's. Patient tried to reposition the paddle but the screen won't past through passive recharge mode. Patient added that when they try to charge their implant they would feel very warm on the paddle. During the same call, patient also reported that it's been two weeks when they started feeling itchy around the implanted sight. Patient added they would feel over stimulated and they're getting zapped too much. Patient noted they tried to decrease the settings and change therapy group. Patient mentioned they have a new grandchild and the milk would spillover the same place where the controller was, but not sure if that caused the change of stimulation. During same appointment last wednesday their mdt rep made an adjustment on their therapy settings to resolve the issue on the stimulation. The issue was not resolved with the recharger. A request was sent to the repair department to replace the recharger. Patient mentioned they had a replacement controller about a year ago and added they still have the old controller with them. Agent was unable to find any repair request for the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp mentioned that the cause of the issue is unknown and mentioned to refer to rep notes from the date. Hcp mentioned device reprogramming was done and that it is unknown if the issue is resolved and that they have not seen patient in clinic since that visit.